Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2mm apart) before activating the cutter.

Event description:
The report stated that during a cystectomy, the ligasure impact was used to occlude and resect a pedicle. There were several applications with completed seals and regrasp alarms. Then as the surgeon completed an occlusion and tried to resect the tissue bundle, the device was pulled from the pt and it was found that the divider was exposed out of the side of the jaws with the device jaws still shut. There was no injury to the pt, no bleeding, or tissue damage. They used a new device to complete the case.